Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. Three days prior to being diagnosed with peritonitis, the patient was treated with injection vancomycin (1 gm (gram), once in 3 days, intraperitoneally (ip)) and injection amikacin (250 gm, once a day, ip). At the time of this report, the patient was recovering from the peritonitis. No additional information is available.